Manufacturer narrative:
The device was not returned and therefore, was not able to be evaluated. However, a playback recording of the placement was provided and reviewed. A representative system was used to simulate the event and investigate the possible causes. The investigation demonstrated that the event could possibly be attributed to the reference sensor moving from the original position, after the first insertion attempt, and is most likely the cause of use error. The user manual instructs the user to securely attach the reference sensor to the to the patient, which did not appear to be followed. Without the known serial number, the DHR was not able to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure the tube entered the right pulmonary airway. The tube was reposition and a second attempt to insert tube was made but it remained, and confirmed by x-ray, in the right pulmonary airway. There were no reported patient impacts and no further information was provided.